Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that during implant attempt, there was positioning difficulty due to patient anatomy and phrenic nerve stimulation. The lead was not implanted. There were no patient complications reported as a result of this event.